Manufacturer narrative:
3i t3® tapered implant 5/4 x 15mm (bopt5415) was returned for investigation. Visual inspection of the as returned products identified minor signs of use, no apparent malfunction and dried bone around the implant. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. The reported device was measured with calipers (cal1334 cal due: sep 25, 2020) and were verified to match specifications. A pre-existing condition noted on the per was hypertension (htn). Additionally, the patient had unknown bone density and the site was grafted after implant removal on june 4th. The reported device was used on tooth # 6 and the device was used for 2 weeks. The customer did not provide any pictures or evidence. DHR review was completed for the subject lot number (2018030013). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2018030013) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (medical other) or devices (bopt5415). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable as the medical event is non-verifiable and no pictures or evidence was provided by the customer to support the reported event. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported that threads of the implant (bopt5415) were exposed after implantation due to tissue condition unable to heal. Implant was removed and site was bone grafted. Tooth location 6.